Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damaged keypad traces. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported the keypad on his mother's keypad is unresponsive. Customer's blood glucose is 255 mg/dl. During an infusion set change, customer could not access the reservoir set up menu. The device was not dropped or exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.